Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to interface board. Analysis was unable to confirm unexpected restart alarm or keypad anomaly due to blank display. No keypad anomaly noted during visual inspection. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received unexpected restart alarm and external ram error alarm. The customer's blood glucose was 149 mg/dl at the time of incident. The customer reported that the insulin pump had a blank display at the time of call. The customer reported that the display returned after inserting a new battery but the buttons were unresponsive. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.